Event description:
It was reported that this right ventricular (rv) lead presented changes in its threshold and impedance measurements, as well as noisy signals, so a fracture was suspected, with the lead explanted as a result. A new lead was implanted with no issues. No additional patient effects were reported.